Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump did not alarm a no delivery. The customer was hospitalized with a high blood glucose level was 425 mg/dl. There was no further information about the hospitalization. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer had high blood glucose and ketones. The customer stated a bent cannula was noted. The insulin pump triggered only after 11.8u. The customer treated three times a day with insulin. The customer's blood glucose was 425mg/dl.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, and minor scratches on the lcd window.